Event description:
Pacemaker malfunctioned causing significant pt symptoms secondary to electromagnetic interferance not previously known to be of danger to pacemaker pts. Pt has been experiencing good exercise tolerance but has had several episodes of light-headedness associated with rapid heart beating when in large stores or goes through theft detectors. Will continue to be followed transtelephonically and it is hoped that by disabling the automatic mode switching feature of pacemaker, pt may no longer experience the effects of electromagnetic interference through the atrial lead. If this is unsuccessful at terminating the symptomatic episodes, then a pulse generator replacement will need to be considered.